Manufacturer narrative:
Product analysis: there was no damage evident on the distal tip of the device. The stent was not returned with the device. There were crimp impressions visible along the working length of the balloon. No other damage to the device was noted. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a severely calcified and moderately tortuous rca lesion exhibiting 100% stenosis. The device was removed from packaging per IFU and inspected with no issues noted. The lesion was pre-dilated and the physician attempted delivery of the stent but the device failed to cross the lesion and stent strut damage was seen. During removal from the coronary vessel it was reported that the stent dislodged and a 1.5 x 10mm balloon was sent and the stent was removed with catheter. "The stent was stripped from the sheath during leaving from rca ostim. Insignificant/little resistance was encountered in that time. The catheter and guide wire were in place." Stent was not inflated. No excessive force was used during delivery but resistance was encountered. The physician stated that the event was due to use of the device in difficult lesion morphology/anatomy. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.